Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2013. Product type: catheter. (B)(4).

Event description:
It was reported this patient had been assessed in the emergency. The patient was lethargic but neurologically stable and there was concern that perhaps the pump was "too high." The patient was administered narcan and responded. The patient was programmed at 5 milligrams per milliliter and 0.2499 milligrams per day. The reporter noted that the patient was not opiate naïve as she had an exposure to oxycodone and was on oral percocet, up to four pills a day, for "some time." The patient was reportedly also on some other "psych" medicines. The patient later reported that she went to the e.r. On (B)(6) 2013 because for three days she was confused, was not walking "right" and "all of that." She was told that she had been overmedicated. The patient went to the clinic after the ER and reported that the physician decided to put a lower dose in the pump. She was later notified that she should be observed for a period of time and call the clinic back to report how she felt. The patient reported that when she woke on the date of the call she felt "okay." However, she reported she must have been dizzy because the television was knocked off the stand and other things were tipped over. She stated there would be no other explanation for those things and did not remember falling. The patient was concerned regarding her situation and was going to call the clinic back. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that after the implant in (B)(6) 2013 the amount of medication was slowly being increased. With the slow increase the patient was lethargic. In the beginning of (B)(6) the patient began to fall due to leg weakness. After another increase at the end of (B)(6), the patient had another fall and a ¿big¿ seizure. The patient was told by the neurologist that the seizures may have been caused by the pump and the medication in the pump. Reportedly, after the ¿big¿ seizure three weeks ago, the patient ended up in the emergency room and the pump medication was removed and saline was placed in the pump. The patient currently feels much better and has had no seizures. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received via a healthcare provider (hcp) and consumer. On (B)(6) 2013, the device system was removed due to a malfunction. The malfunction was not specified.